Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The device was not returned to the omsc for evaluation. Olympus repair center in shenyang inspected the device and confirmed the following; there were wrinkles and a slight depression at the root of the insertion tube. The objective lens was scratched. There were pinholes on remote switch 1. The inside of the instrument channel was scratched and damaged. Olympus repair center could not detect and identify the bacteria in the instrument channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.